Event description:
It was reported that the device coating was peeling. During preparation for a procedure, it was noted that the coating of the comet pressure guidewire was peeled off. The device was not used, and never went inside the patient's body. There was no injury to the patient.